Event description:
Our distributor in another country reported that two identical adapters from the accessories were missing from an rt125 infant bias flow breathing circuit. This was discovered during their incoming goods inspection. No pt consequence was reported.

Manufacturer narrative:
The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The product involved in the complaint was not returned for inspection. An investigation was carried out based on the event description and previous experience of similar complaints. The adapters are added during production by the operator. An operator error could omit the adapters. Conclusion - the component was most likely omitted during our packing process. Our records indicate that no other complaints of this nature have been received for this lot number.